Event description:
It was reported to philips that the device had a bent battery pins. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device had bent battery pins. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified in the lab. All j2 pogo pins were broken at the base exposing the pogo springs. J1 pin 1, pin 3, pin 4, and pin 5 were all permanently compressed and bent.